Event description:
Procedure: esophagus. According to the reporter: the device was misfired and the I beam was noted over the bridge. The device was fired on the stomach and could only fire 1 cm before breaking. Used the old handle and then was successful in firing. There was trouble closing the new handle with the purple dlu. The surgeon had to make a new staple line further up which could cause anastomotic leakage.

Manufacturer narrative:
(B)(4).